Event description:
The patient claimed the animas insulin pump is giving a low cartridge warning when the pump has 102 units remaining in the cartridge. Furthermore, the animas insulin pump record is showing more insulin than what is in the cartridge. The patient reportedly programmed the low cartridge warning at 10 units. There was no product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged inaccurate remaining insulin record and the false low insulin alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: 12/26/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was noted to be missing from the pump. A missing audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the missing button should be clearly visible and warns the patient to discontinue using the pump. On testing, a rewind, load and prime sequence was successfully performed without alarms. The force sensor was tested and found to be within specifications.